Manufacturer narrative:
The insulin pump gave an unexpected white flashing lcd followed by an unexpected intermittent beep alarm due to cracked lcd controller after battery installation. The insulin pump was unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. The insulin pump was received with cracked keypad overlay at select button. The insulin pump was received with minor scratched lcd window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was beeping and flashing. The customer reported that the insulin pump was not responding. The customer's blood glucose was 7.3 mmol/l at the time of incident. The customer stated that the insulin pump was dropped. The insulin pump will be returned for analysis.